Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was torn. Therefore, the reported condition was confirmed. It was determined that this was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to misuse, abuse, and possibly user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was broken. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.